Manufacturer narrative:
(B)(4).

Event description:
The pump was revised because the catheter either completely missed the metal connector or had the metal connector break through. No additional information was provided regarding the patient or event. Additional information has been requested. A follow-up report will be sent if additional information becomes available.